Event description:
It was reported that this patient received an inappropriate shock for suspected supraventricular tachycardia (svt). Episode evaluation was requested. A boston scientific technical services consultant reviewed the treated episode and discussed device function and explained the criteria for shock delivery. Additional information was reported that this patient received a shock ten months later which was identified to also be delivered due to suspected svt. Medical management was discussed for this patient if treatment is not desired. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.